Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('migration/uterus perforation') in an adult female patient who had essure (batch no. 753647, a20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, d & c,laparascopic essure removal and hysterectomy (full), bilateral salpingectomy, d &c, laparascopic essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. The reporter commented: received treatment for pain, bleeding, migration, perforation, bladder/urinary prob : yes. Approximately 7 coils were seen on the left side and 4 coils were seen on the right side. Discrepancy noted for date of removal: (B)(6) 2016. Complications: failed deployment of the left essure with successful repeat attempt diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: 1.satisfactory occlusion of both fallopian tubes. 2.there are two right sided essure devices. The first device may be partially out of the distal end of the fallopian tube, although the length of the fallopian tube is not visualized due to occlusions. The proximal device is at least 50% within the uterine canal. This places the device at risk for expulsion into the uterine cavity.. Imaging procedure - on (B)(6) 2012: essure confirmation test-(unspecified) bilateral occlusion. Lot number: 753647 manufacturing date:2010-06 expiration date: 2013-06. Lot number: a20063 manufacturing date: 2012-06 expiration date: 2015-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('migration/uterus perforation') in an adult female patient who had essure (batch no. 753647, a20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, d & c,laparoscopic essure removal ). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. The reporter commented: received treatment for pain, bleeding, migration, perforation, bladder/urinary prob : yes approximately 7 coils were seen on the left side and 4 coils were seen on the right side. Discrepancy noted for date of removal: (B)(6) 2016. Complications: failed deployment of the left essure with successful repeat attempt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: 1. Satisfactory occlusion of both fallopian tubes. 2.there are two right sided essure devices. The first device may be partially out of the distal end of the fallopian tube, although the length of the fallopian tube is not visualized due to occlusions. The proximal device is at least 50% within the uterine canal. This places the device at risk for expulsion into the uterine cavity.. Imaging procedure - on (B)(6) 2012: essure confirmation test-(unspecified). Bilateral occlusion. Lot number: 753647, a20063. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: mr received. Reporter information, lot number, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('migration/uterus perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. The reporter commented: received treatment for pain, bleeding, migration, perforation, bladder/urinary prob: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test-(unspecified). Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information, lab data added. Previously reported event injury to herself were updated dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migration/uterus perforation, fallopian tubes perforation, vag. Discharge,bladder / urinary problems. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.